Event description:
Dealer states the chair turns on and says ready to drive but the chair does not drive. Dealer states they put a loaner joystick on and it works fine. No further information provided. Original order (B)(4).